Event description:
It was reported that there was a malfunction resulting in agent delivery significantly lower than the set values. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no patient information provided after requests 11/17/25 and 11/1925.